Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when lead noise was observed. The lead noise was not able to be replicated by isometrics. Lead remains implanted. Patient monitoring will continue.